Event description:
International complaint received from ireland. Customer reports that the device was leaking at the y connector port while administering anti sickness medication to a patient. The device containes dexmathesone and saline. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 11, 2007. The sample has not been decontaminated. There are unused samples from the same batch available. A box of unopened devices from the batch ur03h11015 was returned for evaluation. Should the devices be evaluated, a follow up report will be submitted.